Event description:
During an incident in 02 involving an approximately female patient in cardiac arrest with CPR in progress on arrival this defibrillator was attached, analyzed the patient once as non-shockable and shortly after shut down prompting "service mandatory 10: control processor failure." The crew did not attempt to power the defibrillator back on. An als crew arrived within one minute and took over patient care using their defibrillator. The patient was transported to a hospital and was pronounced at the hospital.